Event description:
It was reported that the zimmer air dermatome unit splits the skin graft in the middle. There was no report of pt injury or medical intervention associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for repair. No failures or defects found during repair testing were likely to have caused the reported issue. Collected graft quality is dependent on variables during collection such as the condition of the pt's skin (turgor, dryness, age etc.), use of mineral oil, application angle and speed of the device during use, and ambient conditions in the surgical suite. Without knowledge of these conditions no cause can be assigned to the reported "splits graft in middle" issue. The cause of the reported issue is unk, device met relevant specifications.